Event description:
Rep from the hospital maintenance staff reported that trendelenberg function did not work on this bed. After troubleshooting over the phone with a hill-rom service technician, it was determined that the trend engage switch was out of adjustment. He adjusted the switch and this resolved the issue. He reported that there was no patient involvement or injuries involved with this bed malfunction.